Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited intermittent noise and oversensing. Pacing was inhibited resulting in greater than two consecutive seconds of asystole. A revision procedure was performed. Left venous access was occluded. This pacemaker and rv lead were surgically abandoned and the physician elected to implant a new pacemaker and lead system on the right side. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.